Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was used. The patient experienced mesh erosion, pain, infection, dyspareunia and other injuries following the procedure, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Dyspareunia. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
The patient underwent mesh implantation (B)(6) 2005 due to pelvic organ prolapse. It was reported that following insertion the patient experienced pelvic pain, erosion, extrusion, infection, urinary/bowel problems, vaginal bleeding, organ perforation, recurrence, vaginal scarring, blood spotting, and foul smelling discharge. The patient underwent excision of mesh on (B)(6) 2010. On (B)(6) 2012 the patient underwent removal of mesh. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with total abdominal hysterectomy and cystoscopy.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2005 in order to treat stress urinary incontinence, pelvic organ prolapse, and enterocele concurrently with a bilateral salpingo-oophorectomy, posterior repair, and a sacrocolpopexy. It was reported that the patient underwent mesh revision/removal on (B)(6) 2010 due to mesh exposure. It was reported that patient underwent mesh revision/removal on (B)(6) 2012 due to vaginal bleeding and vaginal mesh exposure. No additional information was provided. (B)(4). This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2014-00944. The same patient is represented in each medwatch.